Event description:
It was reported that one the leads is too tight or is pulling or is not making perfect contact and patient may need to have surgical repair. This lead remains in service. No adverse patient effects were reported.